Event description:
The customer reported the system failed to properly power up and boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb-2 circuit breaker was evaluated and rest. The system was tested and found to be working as intended and returned to service.